Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Event description:
On (B)(6) 2023 getinge became aware of an issue with one of surgical lights - volista standop. It was stated the excessive moisture has accumulated in the unit from the ceiling and cleaning activities. We decided to report the issue in abundance of caution as contact of water with live parts may cause electric shock.

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The initial reporter was or manager. The correction of d1 brand name, d2b product code, d4 version of model #, d4 catalog #, h3a device evaluated by manufacturer?, h3b device not eval provide code and h3c if other provide code -explain, h4 manufacture date fields deems required. This is based on the internal evaluation. Previous d1 brand name: volista standop; corrected d1 brand name: standop volista®; previous d2b product code: ftd; corrected d2b product code: fsy; previous d4 version of model # ard568821961; corrected d4 version of model # ardvst229003a; previous d4 catalog #: ard568821961; corrected d4 catalog #: blank; previous h3a device evaluated by manufacturer?: no; corrected h3a device evaluated by manufacturer?: yes; previous h3b device not eval provide code: other; corrected h3b device not eval provide code: n/a; previous h3c if other provide code -explain: device not returned to manufacturer; corrected h3c if other provide code -explain: n/a; previous h4 manufacture date: 2016-11-18; corrected h4 manufacture date: 2016-11-21. Getinge became aware of an issue with one of surgical lights - volista standop. It was stated the excessive moisture has accumulated in the unit from the ceiling and cleaning activities. We decided to report the issue in abundance of caution as contact of water with live parts may cause electric shock. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. It is unknown if claimed devices were or were not being used for patient treatment or diagnosis when the event took place. Root cause analysis was performed by subject matter expert at manufacturer¿s. The analysis is following: the presence of rust is probably the result of a flood or a condensation in the ceiling of the facility, it is a phenomenon external to the device. This problem is not related to the device. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.